Manufacturer narrative:
(B)(4). The 4.0 x 16 mm rx graftmaster stent referenced is being filed under a separate medwatch report. Above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other similar incidents for leaks reported from this lot. It should be noted that the coronary stent graft system, graftmaster rapid exchange instructions for use states: do not exceed the rated burst pressure as indicated on the product label. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation via right femoral access in the saphenous vein graft (svg) to the right coronary artery (rca). The lesion was very resistant and was 5.0 in size. A 4.5x16 rx graftmaster stent was implanted; however, the perforation was not sealed. A 4.0x16 rx graftmaster stent was implanted, as that was the only other graftmaster available at the site, overlapping the 4.5x16 rx graftmaster stent but the perforation was not sealed. Reportedly, both graftmaster stents were deployed and expanded to 5.0 and the physician felt that by expanding the stents to 5.0 would seal the perforation. A 5.0x22 non-abbott stent was implanted to successfully seal the perforation. Reportedly, there were no issues delivering the graftmasters and they did not cause any additional complications or adverse events. There was no clinically significant delay in the procedure; however, discomfort to the patient was caused. The patient was doing fine post procedure and was discharged to home one day post procedure. No additional information was provided.